Event description:
Customer reported they felt the output of their vaporizer was higher than expected. There was no reported patient injury. The unit was returned to the manufacturing site for investigation. The unit was tested, and the reported complaint was confirmed. During the investigation, it was noted that there was a fault with the rotary valve. Investigation of the valve determined that it was subjected to scratching of its sealing face. The deva material contained an area of a large deposit of graphite that could be removed. It is not possible, however, to conclude if the graphite caused the scratch. In 2003, datex-ohmeda changed the deva material supplier.